Manufacturer narrative:
The hill-rom technician found the emergency stop button was broken and needed to be replaced. The service manual for the multirall 200 (3en250401-15), section 6, states the following should be inspected at least annually: instructions for inspection points liko¿ overhead rail system: make sure the emergency stop is working. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The hill-rom technician replaced the broken emergency stop button. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating that a multirall overhead lift had a broken emergency stop. The lift was located at (B)(6) at the time of the incident. There was no patient or caregiver injury reported. This report was filed in our complaint handling system as complaint # (B)(4).